Manufacturer narrative:
The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record ( DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band was placed and when the nurse went to let air out the balloon was empty. The patient was not affected and there was no hematoma. The blood loss was less than 250cc. The type of procedure being performed was a left heart catheterization. Additional information was received on 27feb2024: 12cc of air were injected into the tr band when it was applied. A 6f glidesheath was used in the access site. Timeline for loss of air in band as follows: placed at 0930 with 10cc. An additional 2cc were added at 0932. Started removing air at 1130, 1200 there was less in the band than what was told. There was no more air in the tr band at that time. The tr band was removed, and pressure held for about 5 minutes. The area was soft and neptune drug was applied. There was no noticeable damage to the device. The patient was stable.